Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the power module not working properly and making a clicking noise, was confirmed when the unit was checked by technical service. A faulty ac/dc power supply was found. The power supply was tested and confirmed to be faulty. The customer received a replacement power module; the returned unit was scrapped. The power module assembly (pn 103286) was built in may 2018. The top assembly (pn 1340) was packaged and placed into inventory on jun 7, 2018. The unit was shipped to the customer on jun 27, 2018. Per the build documentation, the ac/dc power supply (pn 101502) was thoratec lot # 20180738; the manufacturer¿s serial number on the unit is sn (B)(4). The power supply was installed into the power module when it was built. Power module care and maintenance are addressed in the heartmate 3 lvas instructions for use (IFU), the heartmate ii lvas patient handbook and the heartmate power module IFU. Power module alarms are addressed in the heartmate 3 lvas IFU and the heartmate power module instructions for use. The heartmate ii lvas patient handbook states that the patient should contact their hospital should they believe their equipment has issues - "if for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment". The heartmate 3 lvas IFU states that the patient should ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient called the coordinator to report a clicking noise from power module. An internal battery was replaced by coordinator, but clicking noise continued. The patient was given a replacement power module from clinic.